Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone, concentration 10.0 mg/ml at dose/frequency 1.899 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the reporter and her husband could not find a doctor to fill her and her husband's pumps and they needed them filled by (B)(6) 2017. The reporter stated they searched the website and called one doctor who was able to look at them but would not take them because her husband's pump was "wobbly inside." The reporter stated that her husband did not think it was wobbly and everyone else could "get it" only sometimes there was difficulty; for the most part they could always get it right in. The reporter stated this doctor thought it was loose and nobody else had ever said this. There was no out of box failure reported. There was no medical/therapy problem related to a small components product. There were no reported symptoms. It was reported that the event occurred "a couple days ago" from the date of this report. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional was received on 2017-oct-12 from the patient's healthcare provider. It was reported that the hcp did not have access to fluoroscopy and did not believe that they could get to the pump without it. The hcp confirmed that the pump was moving slightly as it did not appear to be sutured down. The hcp felt that it would difficult to refill the pump given these circumstances and opted to refer the patient to another facility. The hcp confirmed that the patient's appointment date when these events were first noted was (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-oct-13. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-13 from the patient. It was reported that the patient was able to find a new managing physician who would refill their pump next month. The patient also alleged again that the previous healthcare provider that they saw refused to treat them because the pump moved around too much. The patient's new managing physician information was reported. No further complications were reported.